Event description:
Additional information received clarified that ¿no issues¿ meant that there were no issues during the revision and the patient no longer had any issues.

Event description:
Additional information received reported that the patient had his leads revised. There were no issues. It was unclear if there were no issues during the revision or if the patient no longer had any issues. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient began to get a stabbing/shocking type pain in their kidney/flank on the right side about a couple months ago. The patient has had to turn their device off because the issue only occurs when the device is on and it takes a little bit of time to have the discomfort recede when the device is turned off. An impedance test at 1.5v revealed 600-800 across several reference electrodes on 10-4. It was noted that they didn¿t get any group impedances. It was noted that the patient had kidney stone issues in the past. The top of the leads were noted to be active and the patient could feel down into their toes when the stimulation was turned up high. The patient was reprogrammed and their impedance check was all within normal range but the reprogramming did not make a difference. An x-ray showed that the leads had migrated a little and the md was going to revise the lead and reposition the ipg. It was noted that the patient is not currently using the device hence not receiving effective therapy. Follow up is being conducted and if additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was scheduled fora revision for (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.